Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device displayed ECG when the appropriate conditions were met with known good pads. The device was in pads-lead view, indicating that if a valid patient impedance was available, the ECG monitoring would appear on the display. The impedance issue was resolved and did not occur for the remainder of the case. These findings do not indicate a device malfunction, and causes include but are not limited to poor continuity in the ECG circuit, such as poor pad contact, and poor cable contact at junctions. The device was recertified and returned to the customer. The electrode pads used were not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.